Event description:
A physician reported a pt who was implanted on 6/18/97 into the nasolabial folds and the upper vermilion border. The pt returned to the office on 6/23/97 for suture removal and the implant sites looked normal. On 7/12/97, the pt called and reported swelling at the right upper vermilion border implantation site. On 7/13/97, the pt called again complaining of persistent inflammation, and the physician prescribed augmentin believing that the area was infected. On 7/14/97, the pt was seen and the inflammation had improved. On 7/16/97, the pt noticed a pimple-like lesion at the right corner of her mouth which she evidently picked resulting in her pulling the implant out. The pt returned to the office the same day, but no further surgical or medical intervention was prescribed because she was already taking antibiotics. The area healed on its own without further suturing. On 9/24/97, the pt was seen with pus and redness at the left nasolabial implantation site. The physician diagnosed an infection and removed the infected left nasolabial implant. On 11/5/97, the pt was seen and was doing well. This is the report of the pt's first event.